Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the right atrial (ra) lead a dislodgement occurred. It was noted that the ra lead exhibited ventricular sensing due to it dislodging and falling into the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.